Manufacturer narrative:
The device was returned to olympus for evaluation but has not been completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative on behalf of the customer, a microbiological test was performed on two (2) evis lucera duodenovideoscopes. Both evis lucera duodenovideoscopes tested positive for twenty (20) colony forming units (cfus) or less within the acceptance criteria for indigenous bacteria. This scope tested positive for the indigenous bacteria in the secondary water pipe. The facility was investigating the effects on patients and the schedule of blood tests. No patient harm reported to date. The scope had been cleaned using the oer-5, and the condition of the cleaning tube had not been confirmed. However, since the bacteria were also detected in the scopes of other companies, the cause may have been the rinse water in the washer. The facility will conduct regular culture tests in the future. The facility used the oer-5 after bedside cleaning and primary cleaning. The facility also performed forceps elevator wire channel cleaning. Reprocessing by the facility was very careful performed and the facility held study sessions many times. A culture test was recently performed on the oer-5 and no bacteria were found. Related patient identifiers: (B)(6) (jf-260v; serial number (B)(4)), (B)(6) (model number tjf-260v; serial number (B)(4)) and (B)(6) (model number oer-5).

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received from the reporter indicating, pre-cleaning is performed immediately after a procedure. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During inspection, it was observed, the repair required level was confirmed due to the tilted bending tube, playing on angulation control knob, insufficient angulation knob, scratches on the insertion tube, chips on a-rubber glue, and scratches on the distal cover were noted. In addition, scratches on the control section (main body, up down (ud) knob, right left (rl) knob, fe knob, switch (sw) box, sw1 rubber, section cover, grip cover), stain on the control section, scratches on the universal cord (main body, boot), scratches on the scope connector, scratches on the main body of the distal end, shadows on the image, and scratches on the objective lens were confirmed. It was noted that the root cause of the reported issue was no identified. Olympus will continue to monitor the field performance of this device.